Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a thermometer. A patient bit down on the fastemp probe cover and the silver tip of the oral probe became dislodged and was swallowed by the patient.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.